Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she experienced high blood glucose level. Her fasting blood glucose level was 459 mg/dl in the morning. The customer reported that she had to change infusion quick sets three times and came across some bad quick sets that had some leakage. She also reported other blood glucose level of 100 mg/dl. The customer was assisted in troubleshooting and it was found that the quick release was tightly connected, there were no cracks or splits, and the infusion set was in place. The customer was advised to change the infusion set. The infusion set will be returned and the insulin pump will not be returned for analysis.